Manufacturer narrative:
Conclusion: not repaired or replaced at this time.

Event description:
It was reported by repair work order that there was staining on the bottom of the mattress potentially due to fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.